Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had five years and stated that quality of life has not improved. Boston scientific technical services consultant referred the patient to the physician. As of this time, this crt-d remains in service. No adverse patient effects were reported.